Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise on the right atrial (ra) lead. The physician opted to explant and replace the lead, a new lead was successfully implanted. The patient condition was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.